Event description:
A malfunction alarm labeled as "malf 12" was reported, but there was no adverse impact to the customer's blood glucose level. The assigned technical support provided assistance and information on how to reset the pump. No additional outcomes were noted as the customer planned to callback once at home to continue with the reset process. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.